Manufacturer narrative:
Evaluation - the associated devices were returned and evaluated. A visual inspection of the returned devices one pe insert, one knee femoral implant and one knee tibial implant were received for investigation. All implants displays indent and/or scratch marks typical from the extraction procedure. The pe insert displays additionally numerous indent marks on its articulating surface. Limited signs of bone integration are visible on the tibial implant. The femoral implant display signs of significant bone integration. It¿s articulating surface display numerous scratch and/or metal transfer marks. A lab analysis was completed with the following results: damage was visible on the articulating surface and the backside of the polyethylene insert. The primary damage mode was wear which may be due to third body debris. Bone cement and bone growth was well-adhered to the underside of the tibial baseplate and the femoral component. Signs of burnishing on the grit-blasted fixation surface of the tibial baseplate were also visible indicating a degree of loosening. Based on the available information, the exact cause of the reported loosening of the tibial baseplate was not able to be determined. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. A definitive root cause cannot be determined with the information provided. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed. (B)(4).

Event description:
It was reported that a revision surgery was performed to remove the primary implants due to loosening of the tibial implants.